Manufacturer narrative:
Additional information received; following the placement of the endurant aortic cuff, no known endoleak was identified. No requirement for further intervention at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1620c93e, serial/lot #: (B)(6), ubd: 03-nov-2017, UDI#: (B)(4); product ID: etlw1624c124e, serial/lot #: (B)(6), ubd: 12-nov-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during an unknown endovascular procedure. It was reported via technical services that the patient called and stated that 8 years post implant one of the stent grafts had a leak on the back side at the top. The patient received an endurant aortic cuff extension for a possible 1a endoleak/ possible type 2 endoleak. No cause was provided. No additional clinical sequalae were provided and the patient is fine.